Event description:
During an attempt to advance a coroanry stent with delivery system to the target lesion site in the pt's left anterior descending artry, the stent dislodged off the balloon catheter. The dr used the balloon catheter to deploy the stent in a location other than the intended target lesion site. There were no clinical sequelae reported relative to the event.